Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available in common device name.

Event description:
Dexcom was made aware on 02/02/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. The device was externally visually inspected and it passed. The receiver was charged and failed to boot due to perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. A review of the share logs was performed and initialization without a manual restart was found within the investigation window. The allegation was confirmed. The root cause could not be determined.